Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2017 with the following findings: a review of the black box showed a sudden unexpected 13 count voltage drop leading to a replace battery alarm. The pump powered up correctly and the ez-prime steps were performed successfully. All current readings were within specification. No overheating or other issues occurred. The pump cover was removed to find no moisture ingress or intermittent conditions to the printed circuit board or to the power flex. The temperature complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and was able to fit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.